Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital for peritonitis. The patient had stomach pain, brain fog, and a fever. The patient was able to do treatments while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, fever and disorientation. A peritoneal effluent fluid culture and cell count (wbc = >800 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s final peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient has recovered from the serious adverse events and continued to utilize the same liberty select cycler at home. The pdrn stated the cause of the peritonitis is unknown; however, there was no fresenius product(s) and/or device(s) involvement.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, fever, disorientation, and an elevated wbc count (peritoneal effluent), which warranted hospitalization and ip antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital for peritonitis. The patient had stomach pain, brain fog, and a fever. The patient was able to do treatments while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, fever and disorientation. A peritoneal effluent fluid culture and cell count (wbc = >800 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s final peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient has recovered from the serious adverse events and continued to utilize the same liberty select cycler at home. The pdrn stated the cause of the peritonitis is unknown; however, there was no fresenius product(s) and/or device(s) involvement.